Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased shock impedance measurements greater than 200 ohms. The health care professional (hcp) indicated that a recent device replacement procedure had occurred and a setscrew issue was suspected. The device was explanted. Additional information was sought from the local area sales representative, however, at this time, additional information was not available. No adverse patient effects were reported during the procedure.